Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-10615. It was reported that the patient presented with an infection. Also, it was suspected that the right ventricular lead exhibited vegetation. There was no allegation from the physician against the implantable cardioverter defibrillator or right ventricular lead. Due to the patient's other significant comorbidities, the physician opted to completely extract the system. Patient presented for extraction procedure on (B)(6) 2020. During procedure, the implantable cardioverter defibrillator and right ventricular lead was explanted. The patient was stable post procedure.

Event description:
New information received noted that the patient specifically had a staph infection. The system was explanted on (B)(6) 2020.